Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the device was used due to a ruptured cerebral aneurysm bleeding, and the puncture and insertion of the drainage tube went smoothly. On (B)(6) 2024, the lumbar external drainage tube was blocked, resulting in poor drainage of the patient's bloody cerebrospinal fluid. It was easy to cause retrograde infection in the patient. The position of the drainage tube was immediately adjusted at the bedside. After the adjustment, the cerebrospinal fluid drainage was still not smooth. On (B)(6) 2024, there was still no cerebrospinal outflow from the lumbar external drainage tube, so the lumbar external drainage tube was removed. It was noted that this type of lumbar external drainage tube had no drip rate adjustment device, no anti-backflow device, a simple drainage belt, and no vent, which was prone to drainage blockage, resulting in poor cerebrospinal fluid drainage in patient and worsening the patient's condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.